Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change tot he actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was returned due to eri/eol. Based upon the device parameters, it is within expected longevity performance. The power consumption of the device was measured and found to be normal. Upon received a-r septum was damaged. The setscrew was removed probably at explant and was not returned. A similar setscrew was used and the devices functionality was tested on the bench and on vats. Testing revealed normal device characteristics.

Event description:
It was reported that during a device change out for eri there was an issue with a set screw.